Event description:
Patient stated he cut himself using the urinal. Staff assessed and cleansed the patient's penis tip where he stated he was injured, but could find no break in skin. Md aware, no further orders. Unclear if patient was using correctly, staff witnessed patient "jiggling" the urinal under the sheet prior to notice of an injury.